Event description:
--

Event description:
Boston scientific received information from the local representative that the patient was presented back to the electrophysiology (ep) laboratory and the device was explanted. The replacement device was from a competitor manufacturer. The date of the replacement procedure was not available.

Manufacturer narrative:
--

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device¿s battery. Low voltage capacitors are used in the device¿s high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Event description:
The device was received at boston scientific's return products department.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this device triggered an alert#1003 in (B)(6) 2014. The local representative commented that this patient was pacemaker dependent and stored data from the device would be sent for analysis. Stored data from the device was received and analysis confirmed that a low voltage alert was triggered in (B)(6) 2014. The voltage is currently 2.972 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The patient has been scheduled for device replacement.

Manufacturer narrative:
(B)(4). Upon explant and return to boston scientific, the device will undergo detailed analysis to determine root cause.